Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that customer was experienced high blood glucose level due to site change. The customer¿s blood glucose level was 511 mg/dl. Customer changed the site again and blood glucose went down to 400 mg/dl or 500 mg/dl. Customer was also mentioned other blood glucose value such as 360 mg/dl. The customer reported that insulin pump had hardware low level failures, insulin flow blocked alarm. Customer reported that they were able to clear the alarm and rewind the insulin pump. Customer reported that self-test did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump error 63, variable 3, alarmed during self test and was confirmed in device history file due to cold solder joint found on pin of the ambient light sensor.